Event description:
It was later reported the pump has not worked in five years. Years. When the patient did testing on the pump she was ¿half skipping up and down the aisle¿. A couple months after the surgery, the pain went from a 10 to an 8. The patient wanted the hcp to move the catheter to the right nerves to block the pain. The last refill was on (B)(6) 2013. The patient had fallen about four weeks prior and had a concussion. The patient has dementia. The patient had a degenerative disc in their back, a bulging disc at the top of their neck, a scar on their leg and had pain on the side of their hip and thigh, it had ¿collapsed¿. The patient had CT, MRI on their knee and hip about two weeks ago. The patient wanted a hip revision. The patient was seeking a physician to manage her care. It was later reported per hcp the cause of the event was unknown.

Event description:
The patient reported their pump had not worked. The patient was in severe pain and noted going 'back and forth to the ER.' The patient suspected that 'the tube that goes from the pump up the spine was not on the right nerve because everything was hurting.' They further stated that it was not helping at all. The patient noted that their therapy worked for a couple of months, and 'that was it.' The patient's last refill was on (B)(6) 2013, and their next refill was scheduled for (B)(6) 2013. The patient stated that 'their whole left side was killing them' and they needed to get rid of their pain. Discomfort with the pump was noted, and the patient noted that 'it was huge.' The patient was noted to have tried several oral medications, but only dilaudid had worked for her pain. The patient's intrathecal dosage was noted to have been lowered, and the patient wanted it lowered so that their healthcare provider could go in and perform surgery. No surgery was scheduled as of the date of this report. The patient stated that their hcp 'probably wanted to fix the needle in their spine that's connected to the pump' because 'it was not working and it must be the tube in her back.' The patient stated that 'it was not on the nerves to block the pain.' The medications used within the system were morphine, fentanyl, clonidine, and bupivacaine. The patient later reported that their pump did not work, and that there was very little medication in the pump. The patient stated that their physician had not been able to treat their pain. They had planned to see a different physician. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).